Event description:
Healthcare later clarified that the report is no complaint against the device. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. The device remains implanted.